Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. Prior to inserting the right ventricular (rv) lead into the patient, the helix failed to extend fully. This lead was not used. No patient was involved.